Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was displaced preventing the dilator from advancing in the sheath. During an afib ablation procedure, a vizigo sheath was used. During initial inspection and pre-assembling of the sheath and dilator, resistance was felt and the hemostatic valve seemed damaged/obstructed not allowing the insertion of the dilator. The sheath was replaced by a new one and the procedure was completed with no adverse consequences for the patient. Hemostatic valve separation is MDR-reportable. Resistance with sheath is not MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-aug-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was displaced preventing the dilator from advancing in the sheath. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The resistance issue described by the customer could be related to this issue, the dislodged valve could have generated resistance against the dilator while it was being advanced through the sheath. The dilator was inserted once the dislodged valve was removed but no resistance was noticed, therefore, the dislodged valve could be related to the resistance issue described by the customer. A device history record evaluation was performed for the finished device number 00001579 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 7-jul-2022, bwi received additional information regarding the event. Inside the hemostatic valve, the white brim hub seemed detached and obstructing dilator passage. It visually seemed that the white brim hub detached from the hemostatic valve and was obstructing dilator passage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).